Event description:
Reporting status: malfunction. Reporting rationale: dislodged stent has caused or contributed to patient injury previously. Device issue: dislodged stent. It was reported that when the stent was bing prepared, when the cover sheath was withdrawn, the stent dislodged with the sheath. No additional event or patient information is available.

Manufacturer narrative:
Results - product performance engineering could not determine a conclusive root cause for the dislodged stent. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with no blood visible. There was contrast in the inflation lumen. The stent implant was returned dislodged from the balloon on the stylet in the orange protective sheath. There was no other damage noted to the stent implant. The balloon was tightly folded. There were crimp marks on the balloon between the markers. There was no other damage noted to the sds. A snap gauge was used to measure the outer diameter of the stent implant. The stent outer diameter measurements met manufacturing criteria. Product performance engineering reviewed the incident. Factors that can affect stent dislodgement outside the body include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during product preparation, negative pressure during sheath removal, forced sheath removal, or handling of the stent during product preparation. The balloon was still tightly folded, though the presence of contrast in the inflation lumen is consistent with preparation of the sds and suggests that, at some point, positive pressure may have been applied to the system, forcing the balloon to slightly expand, if significant pressure is inadvertently applied to the system during product preparation, this would cause the stent to become loose, possibly facilitating stent dislodgement during removal of the protective sheath. To ensure this type of occurrence is not a result of a potential manufacturing or product related deficiency, all stent delivery systems are 100% visually inspected online for stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. Additionally, a sampling of units is subjected to a stent movement test to verify stent security. A review of the finished device lot history record (lhr) did not reveal any nonconforming material records (ncmr) associated with this lot and all on-line inspections and testing met manufacturing criteria. In this instance, based on the information received with this complaint and the returned product analysis, a definitive cause for the reported stent dislodgement cannot be determined, but there is no indication of a product quality deficiency. No definitive cause could be determined, though there is no indication of a product quality deficiency; therefore, no corrective action will be implemented in this case. Product performance engineering will trend and monitor the experience circumstances. This MDR is considered closed by the product performance group.